Event description:
It was reported that a patient presented with high capture threshold noted on the patient right ventricular lead. No cause was alleged by the physician. The lead was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.